Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red with small pimples under the left breast area. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed an ointment for the skin irritation. Outcome of the rash is unknown.